Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer also reported their insulin pump was alarming no delivery. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 462 mg/dl. The customer also reported they were feeling weak and vomiting prior to being hospitalized. It was also found the customer had mental confusion due to their high blood glucose. Customer also reported the cause of their hospitalization was due to diabetes ketoacidosis. The customer was not released from the hospital at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).